Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed a skin irritation. The irritation was described as a burning sensation. The patient described the irritation as itchy and red. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's physician advised to leave the patch off until the area is healed. The medical outcome is unknown.